Manufacturer narrative:
Two (2) devices were received for evaluation. Each device was returned fully deployed. The inserters actuate and cycle per design. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review did not identify any additional complaints for the manufactured lot(s) on file. Per results of the investigation, there is insufficient information to determine a root cause. At this time, no further investigation is warranted. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) reconstruction procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that after deploying t1 implant, t2 would not deploy. The surgeon removed the initial fast-fix 360 curved needle delivery system and proceeded to use a secondary device, which also would not deploy the t2 implant. It was reported that no implants were left inside of the patient. (B)(4).